Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was four 4 fr sl powerpicc solo catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and a split was observed in each of the four catheters. The splits were located in the following locations: unit 01 - between the 0 cm and 1 cm depth markers, unit 02 - between the 4 cm and 5 cm depth markers, unit 03 - at the 27 cm depth marker, unit 04 - between the molded joint and the 0 cm depth marker. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location of three of the catheters (units 01, 02 & 04) suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheters outer diameter, inner diameter and wall thickness were taken. All four catheters were found to be within specification. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported fractured PICC. The affected product was used on a patient, treatment was delayed. No other information was provided. (B)(6) 2024- four devices were returned, and all four samples exhibited kinking of the catheter tube. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported fractured PICC. The affected product was used on a patient, treatment was delayed. No other information was provided.

Event description:
It was reported fractured PICC. The affected product was used on a patient, treatment was delayed. No other information was provided. (B)(6) 2024- four devices were returned, and all four samples exhibited kinking of the catheter tube. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and determined to be use related. The product returned for evaluation was four 4 fr sl powerpicc solo catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and a split was observed in each of the four catheters. The splits were located in the following locations: unit 01 - between the 0 cm and 1 cm depth markers, unit 02 - between the 4 cm and 5 cm depth markers, unit 03 - at the 27 cm depth marker, unit 04 - between the molded joint and the 0 cm depth marker. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location of three of the catheters (units 01, 02 & 04) suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheters outer diameter, inner diameter and wall thickness were taken. All four catheters were found to be within specification. This complaint will be recorded for future trending and monitoring purposes.